Manufacturer narrative:
All available information indicates the patient will continue to be monitored. No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that the patient's remote monitoring system associated with this implantable cardioverter defibrillator (ICD) displayed a red blinking light due to a high impedance issue with this right ventricular (rv) lead. A review of the electronic medical records at the clinic did not specify if it was a pacing or shocking impedance measurement, however it did indicate there was only a single measurement out of range and it has since come back to normal limits.